Event description:
Healthcare professional additionally reported "particles in valve". Device has been explanted and replaced.

Event description:
Healthcare professional additionally reported "particles in valve". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and red particles in the fill channel. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify an opening striated in the posterior side. The other technical is for particles in the valve however, it is not considered a defect because the device was explanted. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted